Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit isn't projecting values needed. No one was injured.

Manufacturer narrative:
A getinge field service engineer (fse) recalibrated transducers to resolve issue. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs. Unit returned to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit isn't projecting values needed. There was no patient involved.